Event description:
Report received of the pump not holding the 4-hour limit. The pump was programmed in 2003 at 2120 in the ICU to deliver meperidine 10mg/ml with a loading dose of 20mg in the pca only mode with a pca dose of 20mg, a patient lockout of 6 minutes, and a 4-hour limit of 150mg. At 2200, the nurse performed a routine check on the patient and noted that the pump display indicated that 180mg had been delivered. At that time, the nurse double checked the pump settings. The nurse could not recall with certainty if the 4-hour limit was programmed correctly at the time of the check; however, the nurse stated that the pump settings were definitely correct after the settings were checked. At 2315, the nurse noted that the pump display indicated that 300mg had infused and the 300mg syringe was empty. At that time, two nurses checked the pump settings and verified them to be correct. There were no adverse patient effects reported and no medical interventions were required. The pump was immediatly removed from clinical service and pca therapy was restarted with morphine on a replacement pump. Though requested, no additional information was available.